Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) and diabetic ketoacidosis (dka). Ketone level was 5.2 mmol/l. Cause of elevated bg was not known. Customer used manual insulin injection to address bg and then went to the emergency room. Healthcare provider identified ketone level as dangerous. Customer was admitted to the intensive care unit and was treated with intravenous insulin/saline. Elevated bg and dka resolved with no injury. Hospital personnel adjusted pump personal profiles and advised customer to turn the pump control-iq function off to see if this would help the customer. Customer was discharged on (B)(6) 2024. Contact identified no issues with the cartridge, infusion set tubing/cannula, or insulin. Due to poor eyesight, contact was unable to confirm if there were any pump alerts or alarms. Multiple follow up attempts were made by technical support to contact the customer to complete the pump system check; however, no reply was received.